Event description:
It was initially reported that the manufacturer¿s representative was unable to adjust the stimulation on the patient¿s implantable neurostimulator (ins). The in the box icon message was observed on the patient programmer unit. It was noted that this was the first occurrence of the message. The patient last recharged the day before with no problems (6-8 bars of coupling) and then went to use the programmer unit (their only unit) which displayed the in-the-box icon. It was reported that the patient had not flown anywhere nor had any medical procedures performed. The manufacturer¿s representative corrected the issue using their clinician programmer unit today. Follow up information received on (B)(6), 2010 reported that the patient was unable to make any stimulation adjustments using their programmer unit (with and without the antenna attached). Further follow up information received on (B)(6), 2011 reported that the patient had good stimulation and that ¿all is working well¿. Additional follow up information received on (B)(6), 2011 reported confirmed that everything was working well and that all issues were related to the patient not operating the device correctly. The manufacturer¿s representative contact the patient yesterday where it was noted that they had read all the manuals and that everything was working well now.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37761, lot# c0338311, product type: recharger. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3888-45, lot# v516926, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v521134, implanted: (B)(6) 2010, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the returned recharger model 37751 serial (B)(4) showed an "out of box" message which was noted a software issue. The recharger unit was reset. Analysis of the returned desktop recharger showed a bent connector pin on cable assembly.